Event description:
Reporter alleged higher glucose readings from 300-400 mg/dl. It was reported glucose was 407 mg/dl at 9am and customer had a routine doctor appointment however was having low glucose symptoms such as feelting dizzy and nauseated so went to the doctor at 10 am. Reporter stated lab result was 150 mg/dl and customer was given a saline IV due to dehydration and then released afterwards. A request was made for the return of the suspect device and replacement product was sent.